Event description:
It was reported that the patient experienced a pocket fill. It was reported that during the previous week a pump refill of "ad-mix pain relief" had resulted in a pocket fill. It was reported that on filling, the pocket was full of fluid. The person refilling the pump "apparently" attempted to redraw the drug fluid back but was only able to obtain 10ml. The patient was admitted to the intensive care unit (ICU). It was later reported that the pump and catheter were explanted and disposed of. Neither the pump nor catheter was replaced. No patient symptoms were reported. The patient's outcome was reported to have "recovered completely", was "doing well", and was discharged home on oral medication. The medications used in the pump were hydormorphone 100mcg/ml at a dose of 45.01mcg/day, and clonidine 40mcg/ml at a dose of 18.004mcg/day.

Event description:
Additional information: it was reported that the patient showed a symptom of sedation as a result of the pocket fill.

Manufacturer narrative:
Product ID 8731, lot# unknown, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).